Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving saline dose and concentration not reported via an implantable pump. The indications for use were not reported. The patient stated that approximately over the last 3 years the pump had been titrated however it was not therapeutic. Per the patient for the last 3 weeks she has had preservative free normal saline in the pump in anticipation for explant. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient stated they were having issues with the medication. The patient did state that was not a pump issue. No further patient complications were reported.